Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated MDR's: MDR number: 3025141-2013-00136, part number: col-3140-s. MDR number: 3025141-2013-00137, part number: col-3140-s. MDR number: 3025141-2013-00138, part number: col-3140-s. MDR number: 3025141-2013-00139, part number: col-3140-s. MDR number: 3025141-2013-00140, part number: col-3140-s. MDR number: 3025141-2013-00141, part number: col-3140-s. MDR number: 3025141-2013-00142, part number: col-3140-s. MDR number: 3025141-2013-00143, part number: col-3140-s. MDR number: 3025141-2013-00144, part number: col-3140-s.